Event description:
It was reported that during implant of the right atrial (ra) lead two different leads were attempted but both had unipolar impedance that was significantly higher than bipolar through the analyzer and via the device. It was noted that the patient was in atrial fibrillation (af) during the time the leads were tested. The leads were not used and an atrial lead was not implanted due to the patient¿s chronic atrial arrhythmia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.